Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis. The customer¿s blood glucose level was the 300 mg/dl and treated with an injection and current blood glucose level was 131 mg/dl and post meal blood glucose level was 258 mg/dl and had over 6 unit of active insulin, 10 to 15 minutes before lunch gave bolus and ate and looked at insulin pump and transmitter said over 250 mg/dl and then it was 330 mg/dl. The customer declined to troubleshooting. The devices will not be returned for analysis.